Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for 'foreign matter (fm- glass)' with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of 'fm' was not observed. The root cause of the fm is that the fragment entered the complaint tube whilst both were in the large super-sack used to store and transport tubes around the manufacturing site. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® nh (sodium heparin) 170 i.u. Blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there are pieces of glass inside the tube. The tube is broken but it was whole with no defects."